Event description:
The customer reported that the sys intermittently would shut down and reboot itself. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. All of the workstation circuit boards were reseated. The sys then found to be operating as intended.